Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a helium leak. Pump was swapped out with another pump and problem was resolved. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The pump had multiple "leak in iabp circuit" alarms in the error log, however fse was unable to duplicate the issue. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a helium leak. Pump was swapped out with another pump, thus there was no harm or injury to the patient and no adverse event was reported .